Event description:
It was reported that ventricular oversensing of atrial signals was observed for this right ventricular (rv) lead. It was noted the r wave amplitude was very small. The field representative noted this was not occurring frequently. Technical services (ts) discussed this was likely due to this integrated bipolar rv lead and coil being close to this patients valve and could be verified via x ray. Additional information is being requested from the field. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that ventricular oversensing of atrial signals was observed for this right ventricular (rv) lead. It was noted the r wave amplitude was very small. The field representative noted this was not occurring frequently. Technical services (ts) discussed this was likely due to this integrated bipolar rv lead and coil being close to this patients valve and could be verified via x ray. Additional information is being requested from the field. No adverse patient effects were reported. Additional information was received that the sensing had been low at implant, per the field representative. The clinic was going to keep monitoring this patient.